Manufacturer narrative:
Boston scientific technical services reviewed available device diagnostic data, which showed the device's battery was exhibiting an unexpected behavior, depleting faster than expected based on the historical daily battery voltage data. Based on these results, technical services advised device replacement. To date, boston scientific has not received confirmation of whether or not this device has been explanted and replaced, and the device has not been returned to boston scientific for laboratory analysis. Note this investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement. Additionally, technical services noted stored episodes with noise oversensing from 2019, although there are no recent episodes showing this. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement. Additionally, technical services noted stored episodes with noise oversensing from 2019, although there are no recent episodes showing this. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.